Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level; the batteries performed as intended. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / manufacturing date: 10/14/2015 / expiration date: 10/31/2016 (B)(4).

Event description:
It was reported that the patient complained about power consumption issues associated with two of their batteries. It was reported that (B)(4) was only lasting 2 hours and (B)(4) was lasting between 45 minutes to 1 hour. Both batteries were exchanged with no reported patient consequences. No further information was provided.